Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during implant that multiple positions were attempted and changed, but all failed to reach the qualified sensing range for the pacing lead. The pacing lead was replaced with successful sensing parameters. No patient complications have been reported as a result of this event.